Event description:
Three patient samples with discrepant calcium results. Patient 1, initial result 11.6 mg/dl, same sample repeated the next day, result was 9.9 mg/dl. Patient 2, initial result 11.1 mg/dl, same sample repeated the next day, result was 9.1 mg/dl. Patient 3, initial result 11.1 mg/dl, same sample repeated the next day, result was 9.4 mg/dl. Initial results were reported, patients not adversely affected. The field service rep determined the syringe seals were worn. The instrument was repaired.